Manufacturer narrative:
Results: all observations are consistent with an un-detached coil. The coil loops in the most proximal 5 cm of the coil are compacted and off-set.conclusion: the stretched coil described in the complaint was not confirmed. It is likely that the platinum coil loops became compacted and off-set when the physician deployed the coil that appeared to be too large into the aneurysm. When the physician re-sheathed the coil, the off-set and compacted coil loops hung up on the outside of the coil sheath which caused the coil to appear to be stretched as the coil compacted further against the pressure and exposed the inner sr member. The sr member is only bonded at the distal end therefore any compaction of the coils will expose the sr member at the proximal end which can appear as a stretched coil. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
During a case, the first penumbra coil 400 selected to treat the aneurysm appeared to be too big, so the physician removed the coil from the patient. The physician then observed the coil on the table and resheathed it. After he resheathed it, he noticed what appeared to be a stretched coil and decided to choose another coil. The aneurysm was successfully treated.